Event description:
Medtronic received information that a pipeline failed to open. The patient was being treated for an unruptured saccular aneurysm. The max diameter was 9.6mm and the neck diameter was 10.1mm. The distal landing zone was 4.2mm and the proximal landing zone was 4.8mm. Vessel tortuosity was normal. The devices were used as indicated in their instructions for use (IFU).  After the stent was in place, it began to deploy, and the tip could not be opened. Dual antiplatelet treatment was administered. Angiographic result post procedure was intratumoral contrast agent retention after stent replacement. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: as found condition: the pipeline flex embolization device was returned within a shipping box, within a plastic bio-pouch, and within an opened pipeline flex inner pouch. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad and sleeves were found in good condition. The pusher tip coil was found bent. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the braid were found open, but damaged (frayed) ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. However, it is likely the damage found with the pipeline flex braid contributed to the event. The cause for the damage to the braid could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pipeline did not open in the distal section. The pipeline was placed in the m1 horizontal section. Additional steps taken was it was tried to recycle and deploy, but still unsuccessful.